Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No evaluation has been performed as no confirmation has been provided by the site to have a medtronic representative perform a system checkout and evaluation. Site has not confirmed service

Event description:
A medtronic representative reported that the navigation system became unresponsive after a cranial case. When shutting the system down it would not respond so a hard shutdown was performed. There was no delay to procedure or impact to patient as no patient was present when this issue occurred.

Manufacturer narrative:
The software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database.

Manufacturer narrative:
Correction: device manufacturing date now provided.